Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir and tubing had air bubble. The blood glucose of the customer was unknown. The customer reported that the size of the air bubble was tiny size. The customer had high blood glucose and treated with the bolus. The customer changed the infusion set last night. The customer declined to perform high pressure test. The device will not be returned for the analysis.